Event description:
During manipulation of cerecyte presidio coil (6mm x 26cm), the wire broke leaving the coil in the aneurysm and part of the wire in the carotid artery. Md was able to successfully retrieve the separated components. The second attempt at coiling also unsuccessful. Pt will have a clipping procedure performed in 2009.